Event description:
Customer reported the system intermittently would not produce a live image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable, and hard drive. System operates as intended.